Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed misuse due to misaligned insertion during insertion.

Event description:
On 2/13/2024, it was reported by a facility representative via email that qty.2 ar-3636h self bunching 1.8 knotless hip fibertak soft anchor pulled out. No additional information was provided. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.